Manufacturer narrative:
H.6. Investigation summary: customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that during use with the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), molecular false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: customer reports additional molecular false positives

Manufacturer narrative:
D4. Medical device expiration date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown

Event description:
It was reported that during use with the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), molecular false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: customer reports additional molecular false positives